Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with a 300cc mentor smooth round moderate plus profile saline breast implant and suffered several unexplained systemic symptoms, including acute joint inflammation (left big toe, shoulders, hip, and the right knee), repeated urinary tract infection, joint stiffness, diagnosis of sjogren's syndrome (raynaud's syndrome, dry eyes, dry mouth, extreme fatigue, polyarthralgia), numbness in the left hand, muscle weakness and pain, gastrointestinal problems, brain fog, memory loss, food intolerances, intolerance and allergies to drugs, difficulty warming up, pain in the throat and ears, vitamin b12 deficiency, iron deficiency, hair loss, and yellow skin. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.